Manufacturer narrative:
Device investigation: there were 46.3 cm of the proximal end of the separator returned. The wire is broken just distal of the proximal taper grind. The distal end of the separator was not returned. As a result of the break, the separator is non-functional. This sort of taper grind break is typically associated with manipulating the separator outside the rhv. The DHR of this mfg lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.

Event description:
A reperfusion catheter and separator 032 were placed in the ica. The separator 032 wire broke on the proximal end during its manipulation during the case. An alternate separator 032 was used to complete the case. It was also noted that the pt had a small subarachnoid hemorrhage but was stable. The sah was not necessarily related to the separator 032 breakage.